Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to next level support for additional review. Based on a review of data available in the data management system (dms), some variations were observed in the sensor values. This may be due to early wear and adjustment of the sensor after insertion. The user was recommended to allow the system a few more days to adjust, entering calibrations as requested when the glucose is stable, if possible. No further actions were found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.